Event description:
During surgical procedure, one instrument was broken and the other stripped. Both damaged in same surgery occurring on (B)(6) 2015. Per complaint form: dr. (B)(6) broke the tip off of the expedium poly screwdriver while inserting an expedium pedicle screw. The tip remained in the inserted screw and the surgery went on as planned. At the end of the surgery, while torquing down the set screws, dr. (B)(6) mentioned that our torque driver was stripped. We replaced the torque driver in question with another one and the surgery went on as planned.

Manufacturer narrative:
One (1) moss miami final tightener [product code: 2797-12-600, lot number: gm4133504] was returned to the complaints handling unit (chu). Device underwent visual inspection. Visual inspection of the final tightener [product code: 2797-12-600] has confirmed that the hexalobe feature at the distal tip was stripped a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the final tightener becoming stripped cannot be positively determined. One probable root cause may likely be that the tightener was not fully seated inside the setscrew when torsional force was applied. This may have resulted in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.